Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Customer and tm have stated that they both can not see the vascular anatomy due to the image being very dark. They have adjusted all the image settings and it still seems to not make a difference.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of image being very dark was unconfirmed. During inspection the sr8 image looks normal compared to others in house sr8's when checked with the ultrasound phantom. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer and tm have stated that they both can not see the vascular anatomy due to the image being very dark. They have adjusted all the image settings and it still seems to not make a difference.